Event description:
The pump was implanted for pain and did help the patient's pain. "As soon as the pump was installed the patient started going downhill immediately". It got to the point that the patient was no longer able to get out of bed. The patient passed away. The patient's managing physician noted the cause of death to be lung cancer and pulmonary embolism. The physician stated that the patient's death was not device related. The device system was delivering morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8 590-1, lot# n329131, implanted: 2012 (B)(6), product type accessory. (B)(4).